Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during a cartridge change, the o-ring from a cartridge detached from the cartridge and remained on the pneumatic tap. Reportedly, this issue occurred with multiple cartridges. Blood glucose level ranged between 140-150 mg/dl. Reportedly, the customer successfully removed the o-rings and installed a new cartridge resuming insulin deliveries.